Manufacturer narrative:
A sample was returned for investigation by the customer. The sample contained very tiny particles of cotton still connected, but appearing somewhat frayed. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Based on the appearance of the sample the root cause indicates that the eye pad die which produces the cutout of the product was too dull causing the cotton to pull apart rather than performing a clean cut out. At this time no further correction action is required as there is no trend for this type of reported condition. However, the trend history will be monitored for further linting issues related to the eye pad product group. If a trend develops, further corrective action will be taken at that time.

Manufacturer narrative:
Submit date: 10/08/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an eye pad. The customer reports that there is linting in the middle of the product and that the lint fragments are becoming tangled in instruments.